Event description:
It was reported that the programmer booted up, then "crashed." Upon reboot it displayed an error message. It was advised that a reinstall of upgraded software be attempted. If not successful, user will contact company again. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.